Manufacturer narrative:
Fiber analysis: the fiber cap was found to be fractured and partially broken; the fibers proximal end/input face, showed evidence of a substance, likely a biologic related to the procedure. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 12,214 joules of use during a prostate procedure. A fiber port overheat message was received. The case was completed using a second fiber. There was no injury reported.